Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there two devices with with tilted caps, two devices with deformed rubber stoppers, and one device where the rubber stopper remained in the tube during cap removal. There were no health consequences or impacts reported.

Manufacturer narrative:
Investigation summary - bd received 10 photos for investigation, which show closure separation, cocked stopper, and defective stoppers. Upon visual inspection, none of the 100 retained samples exhibited cocked or defective stoppers. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lot 4044861, for the indicated failure mode: stopper cocked. This complaint has been confirmed for the lot 4068304, for the indicated failure mode: defective stopper molding. This complaint has been confirmed for the lot unknown, for the indicated failure mode: closure separation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 4044861. D4. Unique identifier (UDI) #: (B)(4). D4. Medical device expiration date: 31-jul-2025. H4. Device manufacture date: 13-feb-2024. E1 initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. D4. Medical device lot#: unknown. D4. Unique identifier (UDI) #: (B)(4). D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there two devices with tilted caps, two devices with deformed rubber stoppers, and one device where the rubber stopper remained in the tube during cap removal. There were no health consequences or impacts reported.